Event description:
It was reported that the patient was in the county jail and was getting beat up all the time. He experienced a shocking or jolting sensation. The caller believed that the sensation had been occurring for approximately the past year. The patient experienced numbness in one leg, believed to be the right leg. The implantable neurostimulator (ins) was implanted in the right abdomen. The caller stated that the device was defective. It was later reported that the patient continued to experience shocking. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Accessory model 3550-09, lot # la3717, implanted: (B)(6) 2002, explanted: na; programmer model 7435, serial # (B)(4); lead model 3487a, lot # j0211651v, implanted: (B)(6) 2002, explanted: na; extension model 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, explanted: na.